Event description:
While wearing the sound processor, the pt reportedly experienced sound percept problems. External equipment was exchanged. However, the problem was not resolved. In 2/2005, the pt was seen at the center for eval. Programming adjustments were made which resolved the reported problem. A week later, the pt was seen by a co rep. Testing performed confirmed that the device was no longer functioning.